Manufacturer narrative:
No data regarding product identity was received (i.e. No lot or serial number were indicated for the event); therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Literature report citation: a case of both eyes experienced ex-press combined filtration surgery occurred ocular hypertension during hemodialysis; ryo asano; abstract of lecture presented at (B)(6) (09/17/2016 to 09/19/2016). (B)(4).

Event description:
A doctor of ophthalmology reported via a literature report that a patient experienced ocular hypertension during hemodialysis following bilateral combined filtration/glaucoma shunt implant procedures which were performed eight months prior to the report. It was also reported that the patient complained of blurred vision and headaches during hemodialysis for two months prior to the report. The patient's intraocular pressure (iop) was observed in both eyes before and after conventional dialysis and hemodiafiltration (hdf) while hospitalized; the increase in iop in the left eye was still significant following hdf. A filtering bleb revision was then performed, and it was noted that the rise in iop, blurred vision, and headaches had disappeared. The surgeon suspected that the "disequilibrium syndrome" occurred due to functional decrease of the shunt implants caused by scarring of the blebs. Additional information was later received, indicating that in the surgeon's opinion, there was no causal relationship between the intraocular pressure increase and the glaucoma shunt; postoperative intraocular pressure is stable at a normal level, and the eye pressure reduction effect of the shunt is functioning normally. It is assumed that the intraocular pressure after dialysis increased because the increase in aqueous humor volume due to dialysis exceeded the drainage capacity of the shunt. There are two medical device reports associated with this literature report; this report is for the patient's left eye.